Event description:
On february 9, 1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff was diagnosed as suffering from type I latex allergy. She alleges to have developed a life threatening immediate hypersensitivity to latex as a result of her exposure to latex gloves.